Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to faulty fsr(gold).motor passed motor test. Pump received with displayable history crc check failed on startup alarm in the history file. The displayable history crc check failed on startup alarm was due to corrupted history file. The pump was received with scratched display window, cracked display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had displayable history crc check failed on startup, motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.